Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with heart block, his condition was unstable and was intubated. The patient went into cardiac arrest. The device was explanted and replaced. The patient was discharged.